Event description:
On (B)(6) 2012 customer reported that the dxc 600i generated erroneously elevated accutni results above the ami cut-off for 1 patient. The erroneous results were not reported out of the laboratory. Customer stated that the sample was repeated on their alternate access 2 instrument and that result was reported. There was no death or injury associated with this event and patient treatment was not impacted. Beckman coulter (bec) reviewed 3 levels of the customer supplied accutni quality control (qc) data from (B)(6) 2012. All accutni qc values for qc were within the customer's established ranges for the timeframe provided. Long term qc (one year) provided appeared to be within customer's expectations. Bec reviewed the customer supplied accutni calibration curve from (B)(6) 2012. The calibration curve was accepted as passing and had acceptable %cvs. Bec reviewed passing system check performed prior to the event on (B)(6) 2012. Precision run (n=10) at 0.04 ng/ml was within expectations. Field service engineer (fse) inspected the instrument on (B)(6) 2012 and found no issues. Service activity performed was verified and met the specified requirements per established procedures. Results met published performance specifications. System validation was documented in the customer qc record.